Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient was experiencing severe vomiting and a headache. The physician did not think it was a csf, but by the patient's request surgical intervention took place where the leads were explanted to address the issue. There were no complications and the patient's symptoms resolved. Investigation was unable to determine which of the lead attributed to the event.

Manufacturer narrative:
Date of event estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. Additional components potentially involved in the event include: common device name: lead, model: 3086, UDI: (B)(4), serial: (B)(4), batch: a000132025."